Event description:
It was reported that the implantable pulse generator (ipg) was replaced due to reaching elective replacement indicator (eri) with premature battery depletion. The device remains implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.